Event description:
It was reported that the rear rotation knob is loose on the holster. The caller did not have any details but reported there was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis site found that a broken tab on the top frame was causing a loose rotation knob. The site also found that the green cable was split and the e-clip was damaged during disassembly. To correct this the service ctr replaced the top frame, the green cable and the e-clip damaged during disassembly. After all services were completed, the unit passed all diagnostic functional tests.